Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported patient effect of hemorrhage, as listed in the graftmaster rx coronary stent graft system instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation determined the reported failure to advance, difficult to remove, stent dislodgement and the subsequent treatments appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that there was a perforation in the mid right coronary artery during a percutaneous procedure. A graftmaster covered stent delivery system (sds was advanced, but got stuck and wouldn't move forward or backward. With much difficulty, the sds was removed, but during removal the stent dislodged in the abdominal aorta. The stent migrated to the anterior tibial artery. Several unsuccessful attempts were made to retrieve the covered stent with a snare. A stent was deployed over the covered stent, embedding it in the patient anatomy. The perforation was successfully treated with another graftmaster covered stent. No additional information was provided.